Event description:
It was reported that the physician's handheld would not power on and in addition, the power light was not on. The hand held was plugged into the wall outlet charging for weeks. A different wall outlet was tried, however, the device still did not charge. Both a hard and soft reset was attempted, still with no success. The physician was sent a new hand held and good faith attempts to obtain the non-working hand held for analysis are underway.